Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have lung sarcoidosis. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung sarcoidosis an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dirt/dust/hair-like particles throughout the exterior of the device, front panel, top enclosure, rear panel, and bottom enclosure. (Interior) a very small amount of dust-like material in the bottom enclosure, on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination like and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.